Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat menorrhagia, dysmenorrhea, pelvic organ prolapse, 1st degree cystocele and rectocele and stress urinary incontinence. It was reported that the patient had the concurrent procedures of laparoscopic assisted vaginal hysterectomy / bilateral salpingo-oophorectomy, cystoscopy and implantation with bs advantage performed during mesh implantation. It was reported that following insertion the patient experienced erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that on (B)(6) 2011 the patient underwent excision and revision of mesh and sling, and in (B)(6) 2012 excision and revision of mesh and sling. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.